Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had a cough and has been feeling different/"off". It was further reported that the right ventricular (rv) lead exhibited some t-wave oversensing (twos) and short ventricle-ventricle intervals. Reprogramming occurred. The rv lead remains in use. No further patient complications have been reported as a result of this event.